Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: pt (alcohol addict) was implanted with plate and screws on an unknown date. Pt fell and returned to hospital a 1.8 promille alcohol was measured during committal. Pt was returned to operating room on (B)(6) 2012, hardware was removed, pt was revised to a nail. The hospital has reported this case directly to the (B)(6) authority.

Event description:
This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The plate broke at the second distal combination plate hole in the zone of bone fracture. After breakage the plate fragments rubbed against each other causing very strong destruction to the fracture surface. Review of the manufacturing documents, technical drawings and raw material inspection sheets showed that the chemical composition, microstructure and mechanical properties of the implant were in compliance with the international standards iso5832-1 and astm f138 for implants made of stainless steel. The dimensions of the plate were checked, as far as measurable, and found to be in compliance with the technical drawings and the ao/asif specifications. When examining the proximal and distal fracture surfaces of the plate by scanning electron microscopy - sem - the initial fracture area and the fracture behavior could be identified. The fracture initiation started on the upper side of the plate and run through the material. Fatigue striations were observed in the crack propagation zones and in the areas without destruction. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads - loading and unloading during walking. The presence of these striations is a clear indication of a fatigue process. The implant had to absorb and neutralize forces that may have been greater than the tolerable load. Post operative activities of the patient may have played a certain role. Sem observations and findings led to the conclusion that the investigated implant broke because of fatigue and overload. No evidence of material or manufacturing defects were found. This device was used for treatment.